Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were trying to charge one of their implanted neurostimulators but kept getting poor recharge quality and system problem rm03. Patient also said the recharger got really hot and started to burn them, almost like it was overheating both the controller and the paddle. When asked to clarify, patient said their skin was just a little red, but not a first or second or third degree burn or anything. Patient mentioned they were traveling, which was not good for them pain wise, so they brought the controller with them and thought charging in an upright position might do a little better, but the controller kept saying no device found and that the controller was going to die. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: analysis of the recharger # 97755 (B)(6) received and the analysis results shows that the device was chewed by an animal and it was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.